Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01745.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) in the femoral artery (fa) using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted two non-penumbra coils and a penumbra smart coil (smart coil) into the target vessel using the lantern and a non-penumbra sheath. After advancing a pod pc into the target vessel, the physician made several attempts to retract and re-position the pod pc. During an attempt to re-position, the pod pc unintentionally detached. It was reported that the pod pc detached when it was retracted approximately 10 cm into the lantern and when it was still partly in the vessel. The pod pc and lantern were therefore removed together from the patient. Upon removal, the physician found that the lantern was kinked at the tip. The pod pc and lantern were therefore no longer used in the procedure. The procedure was completed using another microcatheter and another embolic agent. There was no report of an adverse effect to the patient.